Event description:
Customer reported discordant sodium (na) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that they used benzalkonium wipes on the syringe. According to rapidpoint 500, operator's guide, instrument reports high sodium results for a sample that contains an interfering substance such as the benzalkonium ion. The instrument is performing as intended.